Event description:
The customer reported via phone call that he had sensor glucose versus blood glucose differences. Customer's blood glucose was unknown mg/dl. The troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.